Manufacturer narrative:
Other applicable components are: product ID 37751, serial# (B)(4), product type: recharger; product ID 37761, serial# (B)(4), product type: recharger; product ID 37761, serial# (B)(4), product type: recharger. (B)(4). Analysis of the desktop charger (serial # (B)(4)) found that the desktop charger had a bent connector.

Event description:
The patient reported that their desktop charger connector pin was broken and their recharger was not charging. The patient's stimulation stopped on the day of the report and their pain returned right after. Due to the desktop charger issues they were not able to charge their implantable neurostimulator (ins). The patient was sent a replacement desktop charger and recharger. The patient later reported that they accidentally returned their original desktop charger and replacement desktop charger since they could not find either. The patient was sent another replacement desktop charger. The patient was implanted for spinal pain. No outcome was reported with this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.